Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the reported event. While medical records were provided, the operative report indicates the mesh implanted as a "marlex" mesh, therefore this file reflects an unknown flat mesh. Without a lot number a review of the manufacturing records could not be conducted. With the currently available information, no conclusion can be drawn. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned to manufacturer.

Event description:
The following is based on a review of medical records provided to davol by the patient's attorney: on (B)(6) 2003 - the patient was diagnosed with recurrent enterocele and vaginal vault prolapse after prior hysterectomy in 1998. The patient underwent an abdominal colpopexy with repair of enterocele with implant of an unspecified "marlex" mesh. Per operative details "using a marlex mesh material (alleged davol flat), a forked patch was created with anterior and posterior walls of the vagina receiving a separate portion of this patch, which then combined for a distance of approx. 4cm off the top portion of the vagina. It was secured anteriorly and posteriorly to the fascia of the vagina using vicryl sutures. On (B)(6) 2003 - the patient had an md office visit with complaints of urinary urgency and urge incontinence. The patient was started on an oral anticholinergic, detrol la to assist with urge incontinence. On (B)(6) 2005 - the patient had an md office visit with complaints of stress urinary incontinence; however, per the md office exam notes "sacrocolpopexy (B)(6) 2003 for a vaginal vault prolapse, no recurrence of enterocele. Good anterior support, rectocele noted." The patient was prescribed an oral anti-incontinence medication. On (B)(6) 2015 - the patient was diagnosed with stress urinary incontinence, urethral hypermobility, rectocele and absent perineal body. The patient underwent mid-urethral sling/transvaginal tape implant using a non davol mesh sling, posterior colporrhaphy and a perineorrhaphy.